Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of a positioning failure and a break were not confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted the helix was compressed out of specification. The helix compressed is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) was unable to fixate to the right ventricle. The lp was removed and tissue was found lodged in the helix. While trying to remove the tissue, the helix was deformed. A different lp was used to complete the procedure. The patient in stable condition.